Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the pump was returned with a torn keypad on top of the ¿up¿ key. The ¿contrast¿, "down" and "up" keys respond intermittently, while the "ok" key responded normally. The keypad was removed to investigate and evidence of contamination was found under the ¿contrast¿,"down" and "up" contact buttons. Unrelated to the initial complaint, the pump booted to the verify screen with a dim pink contrast.the pump cover was removed and the oled screen was replaced with a new test screen. Contrast returned to normal with test screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all buttons are hard to press. This issue was noticed 2 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.